Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that high blood glucose. The customer¿s blood glucose was 454 mg/dl at the time of the incident. Customer reported entering multiple blood glucose within at least 45 minutes but system does not transition to delivering auto basal. Customer's outcome pertaining to the complaint was sending for replacement. Customer reported that she woke up with 454 mg/dl. Treated with insulin pump caller reported that she is high due to being in manual mode caller mention she had pizza some days ago and she went high due to it. The sensor will not be returned for analysis.

Manufacturer narrative:
Findings: inspected 1 opened/used sensor and performed continuity resistance test and sensor passed per specifications. Performed the sensor initialization test using a new lab transmitter with a insulin paradigm pump. Connected the sensor to the transmitter and placed it in 100 bts solution, confirmed the communication icon was displayed and that the transmitter was flashing while connected to the sensor. The sensor functioned properly. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.